Event description:
It was reported the system failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power signal interface card was replaced. The system was then found to be operating as intended.